Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: the product was returned to depuy synthes mitek for evaluation. Depuy synthes mitek then conducted visual inspection of the device received. The complaint device was received and evaluated, the device shows marks of wear as usual in this type of reusable devices, one of the pedal was found to be broken. The broken piece was not returned. The connector pins were found in good condition. The cord does not show structural anomalies. The overall complaint was confirmed as the observed condition of the foot pedal(fms vue/nextra) would have contributed to the complained issue. Based on the investigation findings, the root cause can be traced to the heavy and repeated use, since this device is reusable, the constant rough manipulation between surgeries and sterilization process can lead to damages in the device. Therefore it has been determined, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to monitor additional complaint information for potential safety signals through complaint trending as part of post market surveillance. A manufacturing record evaluation was performed for the finished device, and no non-conformances were identified. UDI: (B)(4).

Event description:
It was reported by an affiliate that during testing on (B)(6) 2024 the foot pedal device was scratched and broken. There was no patient involvement. There were no adverse patient consequences reported. No additional information was provided.